Event description:
On 9/20/2023, it was reported by a sales representative via sems-06036519 that an ar-9236-02pp univers vaultlock glenoid trial, medium, cracked. This happened during a case, but they used an instrument from an alternate tray. This occurred during use in an unspecified procedure with no patient harm. Additional information has been requested. On 9/22/2023, the sales representative provided the following information via phone: this occurred during a tsa procedure on (B)(6) 2023. A piece cracked and broke off inside the patient. All fragments were retrieved. The procedure was completed successfully. There was no adverse effect to the patient, and no case delay was reported. Additional information has been requested. On 10/2/2023, the sales representative stated via email that the complaint device cracked and broke during the insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: h6. Complaint is confirmed. Functional testing was not performed due to the broken post to the device. Visual inspection showed one of the posts of the device broke off. The most likely cause can be attributed to damage incurred during the insertion and/or removal process of the device.